Manufacturer narrative:
(B)(4). A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of the lens that was the root cause of the complaint. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions - based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4)

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the surgeon noted the capsule was torn. There was patient contact. An anterior chamber lens was implanted. The reporter stated no vitrectomy was performed and they use a competitor's phacoemulsification equipment.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4): a lens work order search was performed and no similar complaints were found within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.